Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning pump explant.

Event description:
It was reported that the patient developed an infection in the pump pocket and the pump was subsequently explanted.